Manufacturer narrative:
G6: is combination product? No. The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-04-28. H6: investigation summary: a device history review was conducted for lot number 9298151. Our records show that this is the only instance of dull needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on a review of the event description provided by the facility, our engineers believe that the pierced catheter is the result of the repeated reinsertions of the cannula into the catheter tubing. The instructions for use included with every pegasus device warn against this activity as it can result in a punctured catheter. Additionally, the device returned to our facility was reviewed, and found to have suffered a bend in the cannula near the notch of the device. Due to the state of the returned device, our engineers were not able to subject it to functional testing for puncture force requirements; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on the results from the retention test our engineers were not able to determine the root cause. H3 other text: see h10.

Event description:
It was reported that a pegasus bl 22gax0.75in qsyte-capy nonpvc had a damaged catheter during use. The following was reported by the initial reporter: "there was resistance when the nurse was delivering the needle,patient felt pain during the needle withdrawn,and catheter tube was damaged during withdrawing the needle when the needle was inserted, patient felt pain. After pulling it out, it was found that the catheter tube was deformed and punctured. Green claim settlement and complaint reply letter needed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pegasus bl 22gax0.75in qsyte-capy nonpvc had a damaged catheter during use. The following was reported by the initial reporter: "there was resistance when the nurse was delivering the needle,patient felt pain during the needle withdrawn,and catheter tube was damaged during withdrawing the needle when the needle was inserted, patient felt pain. After pulling it out, it was found that the catheter tube was deformed and punctured. Green claim settlement and complaint reply letter needed".